Event description:
A complaint was received regarding a scan of lo (less than 40 mg/dl) compared to a blood glucose test of 278 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. On (B)(6) 2022, the customer "wasn¿t feeling well" and was advised by the hcp and was assisted by a pharmacist who provided novo rapid insulin and tresiba 100 for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.